Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had no pain for two years, the device worked great. The patient reported that starting in (B)(6) 2017, she felt as though the back and leg pain that had been addressed was now returning. The patient reported that she associated this pain with the fact that she believed her ins has/can move and the ins may be irritating a nerve. The patient reported that for the last two months, her back had been ¿killing her.¿ the patient also reported that she went to turn stimulation up a couple of day prior to the report and saw an elective replacement indicator (eri) message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.